Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary 5 samples were received and tested by our quality team. The sets were all separated from drip chamber upon receipt and the complaint has been verified. Visual analyses under microscope was performed and there was a clear lack of solvent where tubing is supposed to be inserted into drip chamber. This is the root cause of the failure- improper application of solvent at that point of assembly at the manufacturer. A device history record review for model 10013364t lot number 22089188 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set separated from the drip chamber during use. This complaint was created to capture the 3rd of 8 related incidents. The following information was provided by the initial reporter: "has disposable tubing that is not functioning. Stated that the disposable tubing is not functioning; no longer connecting to the machine properly; keeps falling out. Not the fault of his device, fault of the tubing. The line is pulling away from the drip chamber. Has had 3 different sets with the issue on 3 different days. Pulls out of the device with hardly any effort. Used to mix chemo, potential hazard to device operators and patients."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set separated from the drip chamber during use. This complaint was created to capture the 3rd of 8 related incidents. The following information was provided by the initial reporter: "has disposable tubing that is not functioning. Stated that the disposable tubing is not functioning; no longer connecting to the machine properly; keeps falling out. Not the fault of his device, fault of the tubing. The line is pulling away from the drip chamber. Has had 3 different sets with the issue on 3 different days. Pulls out of the device with hardly any effort. Used to mix chemo, potential hazard to device operators and patients."